Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving a vibratory notifier. The device was found to be at premature elective replacement indicator. The device explanted and replaced. The patient's condition is stable after the event.